Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that insulin pump had motor error alarm. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated the insulin pump was not exposed to high magnetic field. Customer stated that the drive support cap was normal. Customer was able to successfully clear the alarm. Customer stated that they still coming up with the motor error at the time of rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.